Event description:
It was reported to boston scientific corporation that issues were encountered with a hydrajagwire, which came preloaded with a hydratome, during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. At this time it was noted that an extractor balloon was also used during this procedure to sweep the common bile duct, though the complainant confirmed there were no issue with the extractor balloon. The extractor balloon was returned along with the hydrajagwire and on (B)(4) 2011 bsc received preliminary investigation results revealing there was damage noted to the balloon and the catheter was ripped near the distal end. The damage noted to the catheter of the device is considered MDR reportable. No further information is available regarding the use of the extractor balloon during this procedure, however it was confirmed the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient weight is unknown. The complainant was unable to provide the device model, catalog number or lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) catheter broken. The extractor balloon was received at bsc. Visual examination of the device revealed the catheter to be ripped near the distal end and the balloon to be damaged. However, the device has not been received at the correct complain investigation site; therefore the evaluation has not been completed and the cause of the reported malfunction has not been determined. The complaint device will be sent to the appropriate investigation site to complete the device evaluation. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that issues were encountered with a hydrajagwire, which came preloaded with a hydratome, during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. At this time it was noted that an extractor balloon was also used during this procedure to sweep the common bile duct, though the complainant confirmed there were no issue with the extractor balloon. The extractor balloon was returned along with the hydrajagwire and on (B)(6) 2011, bsc received preliminary investigation results revealing there was damage noted to the balloon and the catheter was ripped near the distal end. The damage noted to the catheter of the device is considered MDR reportable. No further information is available regarding the use of the extractor balloon during this procedure, however, it was confirmed the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Final investigation results: visual evaluation of the complaint device revealed the wire lumen of the catheter to be torn near the balloon. The guidewire was found stuck inside the wire lumen. The balloon portion of the device was found burst and detached from the catheter. The balloon bonds were intact and measured to be within specification. The damage noted to the catheter was most likely due to forcible guide wire removal from the device. The balloon most likely burst during the procedure due to anatomical or procedural factors such as contact with a stone or pressure from large stones in the common bile duct. Therefore, the most probable root cause of this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.